Event description:
A medtronic rep reported that the stealthstation s7 software indicates no communication with the axiem. Emitter does not give signal. No error light on axiem box. Software freezes or is extremely slow. Cursor is still moving. This did not occur in surgery. There was no pt present.

Manufacturer narrative:
No pt info provided as no pt was involved in this concern. RMA issued for axiem external power cable, axiem portable system and axiem field generator. Investigation currently in progress.